Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 months prior to contacting lfs. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. About a month after the start of the alleged issue, the patient claims she felt a symptom of shaky. The patient denied receiving medical treatment. The patient did not have her testing supplies to resolve the alleged issue with training. Replacement products were sent to the patient. . This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.